Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that the cgm displayed ¿low¿ readings. Based on the cgm values, the patient treated for presumed hypoglycemia with glucose tablets, juice, and an emergency low blood sugar injection administered by her granddaughter prior to performing a fingerstick bg. Later, the patient experienced headache and dizziness, prompting family members to transport her to the hospital emergency department for evaluation. At the hospital, a fingerstick bg measured greater than 700 mg/dl while the dexcom cgm continued to display ¿low.¿ the patient was initially treated with an IV drip; however, glucose levels reportedly remained elevated. The patient subsequently received intravenous fluids to help stabilize glucose levels. That same night, the sensor was removed and replaced with a new sensor. The patient was discharged on (B)(6) 2026. It was noted that the patient was not connected to an insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine¿ and reported no ongoing medications or treatments related to the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.